Manufacturer narrative:
Device manufacturing date is unavailable. No parts have been returned to manufacturer for analysis; the site discarded the damaged drill bit.

Event description:
A medtronic representative reported that, during in a spine procedure, the tip of a navigated 2.4mm vertex sterile drill bit broke off in the c7 pedicle while the surgeon was hand-drilling. The surgeon removed the broken bit with a pair of hand clamps in less than 2 minutes. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided.